Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer jammed. A technical support specialist remote in checked the drawer 8 that was jammed due to an object stuck inside. The specialist applied pressure to drawer 7, allowing the user to reposition the item and subsequently open and close the drawer without any issues. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medbank system drawer jammed. The customer reported that users were unable to retrieve medication from the drawer because it would not open. There were no adverse events or injuries reported based on this event.